Event description:
It was reported by the customer that while attempting resuscitation of a pt, the device appeared to lock up when charging for a shock. The progress bar for the energy level remained on the screen. The shock button was pressed and the device reacted and appeared to deliver energy. There was noticeable pt reaction, so it is believed that the shock was delivered. The pt, a female was thought to be in fine v-fib when shocked. But a secondary review of the ECG was determined by the customer to be asystole. The down time was unk. The pt's pupils were fixed and dilated and she had a drug history with drug paraphernalia on the scene. Two mins of CPR were provided while paramedics reviewed pt history and initial ECG. The pt expired on the scene.

Manufacturer narrative:
Physio-control evaluated the device but could not verify the reported failure. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The root cause of the reported failure could not be determined.